Event description:
It is reported that the patient was revised due to the cup loosening. During the removal process the cup and liner were removed together while the screw remained in place.

Manufacturer narrative:
Tis report will be amended when our investigation is complete.